Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that it printed sporadically, no fault was found on the printer and it was able to print reports and strip charts, but analysis did confirm the customer comment of the back cover being damaged. Analysis noted that the lower hinges made noise when the display was opened or closed, the lower case was worn, the system fan was noisy, the latch tab on the power cord bay was broken and the electrocardiogram connector was loose. All found defective parts were replaced and, additionally, the link electronic module board was calibrated. (B)(4).

Event description:
It was reported that the programmer was printing sporadically and the back cover was damaged. The programmer was returned for repair. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.